Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). No additional diagnostic/functional testing was performed by philips. A philips remote service engineer (rse) spoke with the customer and confirmed that the speaker was defective and a replacement needed to be ordered. The customer ordered a replacement speaker to address the issue. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that the speaker failed. The device was not in use on a patient at the time of the event. There was no adverse event reported.